Event description:
During the procedure, the helipaq 18 cerecyte microcoil ((B)(4)) ready would not come on when the coil was ready to be placed in the ima embolization, although it was tested prior to inserting in the patient with the bottom and the green light came on. This was the fourth coil that was used to treat a peripheral embolization. After the event, the coil system was unplugged and reattached it, but still did no light. The coil was removed and another one of the same size was used without any issues. The microcatheter used was a prowler plus. The target lesion had low tortuousity. The device will be returned for analysis.

Manufacturer narrative:
During the procedure, the helipaq 18 cerecyte microcoil ((B)(4)) ready would not come on when the coil was ready to be placed in the ima embolization, although it was tested prior to inserting in the patient with the bottom and the green light came on. This was the fourth coil that was used to treat a peripheral embolization. After the event, the coil system was unplugged and reattached it, but still did no light. The coil was removed and another one of the same size was used without any issues. The microcatheter used was a prowler plus. The target lesion had low tortuousity. The device will be returned for analysis. The coil was returned undamaged. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing. The most likely contributing factor to the dpu passing the electrical pre-deployment check and its failure to detach inside the aneurysm was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are inspected multiple times before final packaging. In addition, without the return of the complete detachment system and the prowler plus microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was confirmed, since the device did not pass electrical testing. Additionally, the analysis found fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined as all microcoil systems are inspected multiple times before final packaging. Although a definitive root cause conclusion cannot be made, but procedural factors may have contributed to the event. With review of the analysis and device history records, there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.